Event description:
During device preparation for the atrial fibrillation procedure, the procedure was performed in voxel mode. The contact force could not be zeroed. The catheter was replaced and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported device.

Manufacturer narrative:
Fsca number: (B)(4). One tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.